Manufacturer narrative:
A4 and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was inserted into the right femoral artery in a 65-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage a shock, prior to initiation of support on (B)(6) 2025. During the procedure, the impella cp was inserted into the right groin without complications. A percutaneous coronary intervention (pci) was not required at the time. A heparin infusion was started in the cath lab. The insertion site was dry and intact, angle matching maintained. The device functioned on auto-mode with flows around 3.5. The patient was sent to the intensive care unit (ICU) for further management. It was reported that while in the ICU, there was hemolysis with a possible relationship to the pump. On (B)(6) 2025: started on a lasix drip for diuresis. The impella settings were increased to p-8. Hemolysis labs were decreasing but overall high. Monitor hemolysis labs to ensure downtrending. On (B)(6) 2025: lasix drip with interval improvement of filling pressures, most recent pcwp down to 17-18. Impella cp functioned at p-9 at 3.2l/min. The left groin was noted to be bleeding, requiring a femstop. Hgb 6.6, 2 units of blood given. Patient's temperature noted to go up to 104 degrees. The patient was given a sedation vacation; the propofol was turned off, and the patient didn't follow any commands. Only moved the left arm and leg not purposely.+ gag, and + corneal reflex. On (B)(6) 2025, the patient expired on support. The device is unlikely to have contributed to the patient's death, which was most likely due to the patient's underlying cardiac disease, along with the clinical condition of a critically ill patient with acute myocardial infarction complicated by cardiogenic shock as they presented in stage a shock.

Manufacturer narrative:
H6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. Major bleed: the cause of the injury was not determined due to insufficient clinical details. Fever: the root cause of the injury was unable to be determined due to insufficient clinical details. Mechanical interaction with blood (hemolysis): the root cause of the hemolysis was not determined due to inconclusive evidence from provided clinical details and data log analysis, and unreturned product for further investigation.